Event description:
It was reported that during a total gastrectomy air leaked from the trocar. Another device was used to complete the case. There were no adverse consequences to the pt. No pt consequences were reported. Device will be returned.

Manufacturer narrative:
(B)(4): damaged universal seal assembly. Evaluation summary: the analysis results found that the b12lt instrument a was received with the universal seal, lower ring, and the crown cracked. Additionally the orifices of the sleeve assembly were cracked and the housing cap detached. Furthermore, the suture tie posts on the olive button was noted to be broken. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances ast they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that only the sleeve for the b12lt instrument b was received. The instrument was received with the universal seal, lower ring, and the crown cracked. Additionally the orifices of the sleeve assembly were cracked and the housing cap detached. No functional test could be performed due to the returned condition. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.